Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient has been residing in an assisted living facility for an unknown reason. During this stay, the patient developed a stoma site infection due to "poor management of the stoma site". The patient was transferred to a hospital for stoma site management and to receive unknown antibiotic treatment. The device remains implanted.